Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during boluses. The blood glucose reading was 320 mg/dl. The customer stated that for the past few days, she had experienced high blood glucose readings between 280 mg/dl to 420 mg/dl. She noted that 1.5 weeks prior, she had broken her leg and had surgery; she advised that this was when she began experiencing the alarms and high blood glucose. She complained of thirst and urinating. No significant events leading to the alarm were observed. She noted that, when treating with the insulin pump, she found that she had to administer more insulin and that the blood glucose levels did not lower. Upon troubleshoot, it was found that the insulin pump passed the high pressure test and was working as designed. In light of the possible correlation between the customer's accident and difficulty with the device, replacement of the device was advised. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.